Event description:
Info received indicates the nurse call is not functioning from the bed.

Manufacturer narrative:
The tech found that the sidecom circuit board was not communicating. He replaced the sidecom circuit board to repair the bed.